Event description:
It was reported that the sense/pace portion of the lead was capped due to high pacing lead impedance. Capture thresholds had also increased. Insulation damage was suspected.

Manufacturer narrative:
No medwatch form was received.